Event description:
It was reported that when patient was on balloon pump while being transferred to another room along the way of transfer, the cardiosave intra-aortic balloon pump (iabp) hit a few bumps which caused unit unexpectedly reset itself, and additional information was received on (B)(6) 2022, which states that the connection was bad, which caused the unit to reset. The patient has expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transferring a patient to another room, the cardiosave intra-aortic balloon pump (iabp) hit a few bumps which caused the unit to reset itself and it was also stated that the patient is now deceased.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). Corrected fields: h6 (clinical & problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse found the connector from the monitor to the unit to be bad. Plus, there were errors which confirmed that was the issue. So, in order to fix the issue, the fse replaced the following parts: backplane to coiled cord cable, display connector seal gasket, and coiled cord cable. The fse then performed a pm, a full calibration, and tested the unit. The unit was working to the manufacturer¿s specs. The unit was then returned to the customer and cleared for clinical use. The removed parts, cable, backplane to coiled cord and cable, coiled cord were returned to the failure analysis and testing(fat) department for investigation. The failure analysis and testing dept. Performed a visual inspection on all parts received and found a slight cut in the sheathing of the wire on cable, backplane to coiled cord. Cable, coiled cord is soiled and appears well used. The failure analysis and testing dept. Installed the cables into the cardiosave test fixture and tested the cables to factory specifications and the cardiosave service manual. The cables passed all functional testing. The failure analysis and testing dept. Then proceeded to boot the cardiosave into clinical mode to initiate pumping. The unit autofilled and proceeded to pump. The failure analysis and testing dept. Then proceeded to stress the cables by shaking them and by tapping the collar ring with finger of cable, coiled cord. After approximately three minutes of tapping the collar ring, the unit alarmed and pumping stopped, and a visual alarm internal communication failure was observed on the display. The cardiosave ceased pumping, alarmed, but did not shut down. The failure analysis and testing dept. Shut the unit off, waited approximately five minutes, then turned the system back on and initiated an autofill which permitted the cardiosave to pump once more. The fat dept. Then began to tap on the collar ring of cable, coiled cord and within approximately six seconds the cardiosave alarmed, ceased pumping and once more ,internal communication failure was observed on the display. The fat dept. Then shut down the cardiosave. The fat dept. Then proceeded to connect a known good coiled cable to the backplane cable. The cardiosave was turned on, an autofill initiated and the cardiosave began to pump. The fat dept. Stressed the cables by shaking the cables and tapping on the collar ring of the coiled cable. The fat dept. Could not replicate the failure of the unit alarming, and observing internal communication failure on the display, when the known good coiled cable test cable was installed. The fat dept. Then shut the cardiosave down, and reinstalled the suspect coiled cable to the backplane cable. The cardiosave was turned on, an autofill was initiated and the unit began pumping. The fat dept. Proceeded to tap on the collar ring of the coiled cable and within approximately five seconds, the cardiosave alarmed and internal communication failure was observed on the display. The probable cause of this failure appears to be cable, coiled cord. Although cable, backplane to coiled cord had a slight cut in the sheathing of the cable, it appears that the cable did not contribute to this failure, when a known good coiled cable was attached to the backplane cable. In summary, by stressing the coiled cable by tapping on the collar ring, the fat dept. Caused the failure of the cardiosave to alarm and to cease pumping. The coiled cable failed testing. Retaining the cables in the fat dept. Per procedure.

Event description:
It was reported that while transferring a patient to another room, the cardiosave intra-aortic balloon pump (iabp) "just shut off" during use. Unit went over a bump and the screen went completely black. There was a little circle that looked like it was "loading" but wouldn't ever turn back on. There was never an alarm, the pump just turned off. It was also stated that the patient is now deceased. Related to balloon complaint emdr report# 2248146-2022-00724.

Manufacturer narrative:
Corrected fields: b5 patient height: 165cm.